Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect stat troponin-I results for 2 samples. The following data was provided (unit of measure = mg/ml, normal range <0.04): sid (B)(6) 2019 initial result = 0.32, repeat = 0.01, sid (B)(6) initial result = 0.059, repeat = 0.01, no known impact to patient management was reported.

Manufacturer narrative:
A review of complaint activity did not identify an increase in complaint activity for falsely elevated patient results and no trends were identified for the issue. Return testing was not completed as returns were not available. A review of instrument logs did not identify conclusive information to indicate an instrument or sample integrity issue occurred. Historical performance of reagent lot 12918un19 was evaluated using world wide data from abbottlink. The patient median result for the lot was within established limits. Therefore, no unusual reagent lot performance was identified for lot 83686un19. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I assay was identified.